Manufacturer narrative:
Additional information: b5. B7, h2, h11. B5: upon follow-up, additional information was received. The patient was treated with drotin tablets (orally, ongoing) for abdominal pain and was discontinued on an unknown date. The patient had recovered from peritonitis and its manifestations. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized for the events. The next day, patient was treated with ceftazidime injection (1 gm, intraperitoneal, once daily, discontinued) for peritonitis. The patient was also treated with drotin tablets (orally, ongoing) for abdominal pain. The patient was discharged from hospital three days after admission. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.